Event description:
During a therapeutic cystoscopy, the soltive pro super pulsed laser system displayed error code 10, resulting in an interruption of the procedure. A competitor device was subsequently used to complete the treatment. The incident caused an approximate 30-minute procedural delay, but no patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.